Event description:
It was reported that 2 bd ultra-fine¿ 3/10ml insulin syringes experienced insufficient cannula length. The following information was provided by the initial reporter, translated from japanese: some products were found to have a shorter needle before use.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd ultra-fine¿ 3/10ml insulin syringes experienced insufficient cannula length. The following information was provided by the initial reporter, translated from japanese: some products were found to have a shorter needle before use.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-apr-2022. H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that some products were found to have a shorter needle before use. The returned syringe was examined and exhibited a cannula length of 8mm. This issue cannot be confirmed as it is difficult to confirm the correct lot number the sample is from. Unable to perform DHR check for dimension due to unknown lot number. Root cause cannot be determined at this time as it is difficult to confirm the correct lot number the sample is from.